Manufacturer narrative:
(B)(4). A field service representative (fsr) inspected the instrument to evaluate this issue. The fsr replaced a faulty preamplifier pcb assembly, the cell count model pcb assembly, the hgb flow cell and the silicon tubing along the flow panel. The fsr performed all the appropriate verification process and verified proper instrument operation. A search for similar complaints did not identify complaints with an adverse trend related to this product. The customer was referred to the operators manual for information in assisting problem identification, isolation and corrective actions. The operators manual also instructed the user to seek a technical support for additional information or help. No product deficiency was identified related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the cell-dyn analyzer generated a lower than expected patient result for the hemoglobin (2.1 g/dl). The result was not flagged by the analyzer as suspect and it was not reported out. The test was repeated and expected hemoglobin result was generated (13.7 g/dl). No impact to patient management was reported.